Manufacturer narrative:
The insulin pump was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self and the displacement test due to display anomaly. The insulin pump was also received with case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage on the display. The customer¿s blood glucose level was unknown. The customer reported that they had green line on the screen insulin pump and were unable to read. It was reported that the insulin pump was dropped and bump many times, but the partial display. Customer stated that they can not read the display. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.